Event description:
The customer reported that the system locked up while performing vascular cinema. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.